Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient was admitted this morning due to severe pain that came about last night. The pain was reported to be sudden. The doctor thinks that the ins is not working. The caller didn¿t know what the pain was related to. The patient did not have their external components with them. Per the patient, the ins was charged and was at 50% last night. The patient did not want to answer questions. The reason for having the ins implanted was related to a gunshot wound. Technical services directed the caller to have a manufacture representative (rep) paged. No further complications were reported/are anticipated.